Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the compressor mini on site. The mains inlet was found to be defective and needs to be replaced. No further information was provided. Therefore the root cause to the reported issue cannot be established by this investigation. This event occurred on india market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date in the initial report, correspond to device involved in the event, which is "compressor mini 230v". A correction of field # d1 brand name, # d4 version or model # d4 ¿ unique identifier (UDI) #. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). Catalog # - previous catalog #: 6481787. Corrected catalog # for the compressor mini 115v is 6481779.